Event description:
It was reported to medtronic minimed that the customer the customer reported a discrepancy between sensor glucose and blood glucose and experienced hypoglycemia with blood glucose value of 35 mg/dl. The customer husband assisted by calling emergency medical services. The customer reported hypoglycemia was treated with dextrose and discontinue use of insulin delivery system. Loss of consciousness leading to admission. The event involved product(s) mmt-378a, mmt-7040a, mmt-1884, mmt-326a. Troubleshooting was performed. The sensor glucose value was 400 mg/dl, while the blood glucose value was 35 mg/dl, resulting in a difference of 365 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-378a, mmt-7040a, mmt-326a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 15-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the event date of 15-feb-2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 02:33:00.000. (B)(6) 2026 02:43:00.000. (B)(6) 2026 08:27:00.000. Sensorerroralert (801) was found on: (B)(6) 2026 01:07:19.000. (B)(6) 2026 14:11:46.000. (B)(6) 2026 23:11:48.000. Sgcalibrationerror (776) was found on: (B)(6) 2026 09:09:38.000. (B)(6) 2026 13:13:49.000. (B)(6) 2026 21:55:34.000. Sgcalibrationerror2 (838) was found on: (B)(6) 2026 13:32:52.000. (B)(6) 2026 13:46:44.000. (B)(6) 2026 22:12:42.000. (B)(6) 2026 22:41:13.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly with the test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Pump error 130 alarm was found on: (B)(6) 2026 11:22:14.000 the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.11 mv). Pump error 130 alarm was confirmed according in the formatted history file, problem isolated in the motor assembly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. However, pump error 130 alarm was confirmed according in the formatted history file, problem isolated in the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.